Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate decreased from 11% to 2% within a time period of approximately 3 months. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, evidence suggests that the device remains in service.